Manufacturer narrative:
Additional information: b1, b2, b5, g4, h1, h6. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the second tube was inserted, the device deflated to 3.5cc air the next day. The device was replaced by same product and currently had no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the second tube was inserted, the device deflated to 3.5cc air the next day. There was no reported patient outcome.